Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, according to the physician, the first time he attempted to fire the device, a loose unformed clip fell out of the stapler. The physician squeezed the instrument again, it closed, and locked tight on him. Rep was called into the room, and advised the physician to pull the instrument and trocar out all together. He then pulled another device and used that throughout the remainder of the case. No pt consequences.